Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant resistance during slitting of the inner guide catheter exceeded the holding force of the s-shaped curve of the lv lead. The lv lead position shifted during slitting, and although recovery was attempted, the reaction caused even the guiding catheter to come out and the lv lead to dislodge. Recovery was not possible, and ultimately, everything was withdrawn. The lv lead placement was attempted again with the same inner catheter at 90°. The inner catheter was used for target selection with the guiding catheter, but not for lead delivery. By limiting the slitting to the guiding catheter only, slitting was performed again. This time, the lv lead did not move, and the implantation was successful. No patient complications have been reported as a result of this event.